Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs100 intra-aortic balloon pump (iabp) unit does not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fault diagnosis: tension control, inspection of solenoid driver and power switch, & foundational tests and maintenance. Power supply replacement required. Fse replaced power supply and performed work tests and security tests. After the repair, a full inspection of the device was carried out. Iabp was returned to the customer and cleared for clinical use.